Manufacturer narrative:
Customer reported development of an areolar abscess. Customer was treated with unknown medications. It is unclear if the abscess occurred before or after her use of willow which was received (B)(6) 2022. Visual inspection on the pump found fluid ingress with fluid residue on the flex circuit board of the pump which has the potential to cause functional issues. However, vacuum profile testing of the returned pump found the pump functioning as intended. The vacuum profile of the pump is within specifications, and pumping simulation was also performed with no issues found. Additionally, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. Based on the information provided, it cannot be definitively concluded that the willow wearable breast pump caused or contributed to the incidence of abscess.

Event description:
On (B)(6) 2022, customer reported to willow customer care that she developed an abscess on her areola (date of occurrence is after (B)(6) 2022). It is unclear whether or not she was using her willow pump during the time the abscess developed. As of (B)(6)2022, customer's abscess had not fully healed.